Event description:
It was reported that the customer was hospitalized for lbgs. The customer has lbgs in the early mornings. It was indicated that the paramedics were called to assist the customer and then was transported to the hosp. Troubleshooting was done and there were no significant findings. It was stated that the pump is operating as designed. In addition, it was suggested to contact md to discuss possible cause of lbgs.